Event description:
Provider states that the (B)(4) footrest they order for their veranda standard wheelchair will hook on the chair but will not lock into place. Provider did not specify how many times this happened. Provider advised according to our information these two model should be compatible but they are not from their experience. No additional information provided.